Event description:
According to the reporter, during a laparoscopic right emycolectomy, the customer reports an unknown device failure which led to fecal peritonitis. A re-laparotomy suture fistula procedure was done 3 days after in order to resolve the issue. Surgical intervention was required. Surgical time was extended 30 minutes or more due to the problem. The incision was extended more than 1 inch. The patient's hospital stay was extended 1 week. The patient status at the time of this report is alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, the staples did not hold very well and the anastomosis dropped on the third day after the procedure which led to fecal peritonitis. A re-laparotomy suture fistula procedure was done 3 days after in order to resolve the issue. Surgical intervention was required. Surgical time was extended 30 minutes or more due to the problem. The incision was extended more than 1 inch. The patient's hospital stay was extended 1 week. The patient status at the time of this report is alive, no injury. The current patient status is cured and well.